Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the health care provider (hcp) called the reporter regarding some programming they were doing on a patient¿s pump. The hcp stated the update screen showed ¿therapy stop and minimum rate mode¿. They came back in to update and the programmed data was correct. The medication in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.